Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert triggered due to high ventricular lead impedance. It was also reported that during the rv lead explant procedure there was visible insulation damage found. The rv lead was explanted replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing. Also noted was the svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut, the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to a tear, the overlay tubing of the lead was extrinsically breached due to a tear, visual summary analysis of the lead indicated stretching.